Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the audio was not working properly. Customer stated that insulin pump was not measuring insulin right, performed motor displacement test and it was passed. Customer stated the loss was greater than 1 minute per week and gain was greater than 4 minutes per month. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The time and date were synced and monitored for 72 hours with no discrepancies/anomalies. Time/clock anomaly not confirmed. No pump error 63 alarms found in device history file. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button.